Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Transient ischemic attack (tia) is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The device remains implanted in the patient and is thus not available for return to the manufacturer. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history, anticoagulation therapy, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that the patient presented to the emergency room (ER) via aero med on (B)(6) 2016 with complaints of sudden left upper extremity weakness that lasted for 15 minutes. The patient did not have slurring of speech. No symptoms were noted on arrival. Head computed tomography (CT) scan showed no significant new findings and stable from prior infarct. CT brain/neck angiography was performed and no aneurysm or flow-limiting stenosis were detected. Venous doppler showed no evidence of a deep venous thrombosis (dvt). The patient was admitted and neurology consulted. Neurology consult found no evidence of new hemorrhagic stroke and felt that the etiology of symptoms was likely a transient ischemic attack (tia) despite patient being on coumadin. Neurology recommended that the international normalized ratio (inr) be maintained closer to 3.0 during hospitalization, coumadin dose was increased to 7.5 mg. The patient remained hospitalized until inr was therapeutic and was discharged home on (B)(6) 2016. The event was reported to have resolved on (B)(6) 2017. The primary investigator deemed the event as related to patient condition and unrelated to device or implant procedure. No further information has been provided.